Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure to clamp hemorrhoid tissue, in the beginning, the devices did not fire. Another device was used to complete the case. There was no patient injury.